Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "service required" message and intermittently reset on its own. Complainant indicated that the clinician was still able to utilize the device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.